Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was successfully treated (type and duration not reported) and the issue was resolved.

Manufacturer narrative:
(B)(4).